Manufacturer narrative:
Additional information was received that a good faith effort was performed to contact the patient with no success. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg is depleting quickly. The patient's database was analyzed and confirmed premature battery depletion. An ipg replacement surgery has been recommended.

Event description:
A report was received that the patient's ipg is depleting quickly. The patient's database was analyzed and confirmed premature battery depletion. An ipg replacement surgery has been recommended.